Manufacturer narrative:
(B)(4)

Event description:
Patient contact dexcom on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015. Patient reported that emergency medical services (ems) was required for low blood glucose (bg) values, at approximately 5:30 pm. Sensor was inserted at the abdomen on (B)(6) 2015. Patient further reported that the alleged sensor expired on the date of event, (B)(6) 2015. Patient reported that it was his human error when he entered 40 grams/carbs two times, with two bolus doses. Patient reported that he was not thinking clearly with bg values at 49mg/dl. Patient reported his sensor session had expired and was in the middle of a two hour warm up when he suffered the hypoglycemic event. Patient reported that his wife called ems at the time of the reported event. Patient stated that he thinks his finger stick bg value was at 31mg/dl when ems arrived. Ems administered glucagon. Patient reported bg value was 80mg/dl when ems left. Patient did not require hospital visit. Additionally, patient reported taking numerous medications at the time of the reported event. At the time of contact, patient reported current condition as "good". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia.